Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Erroneous results testing was performed via clinical study to verify the design of the device met it¿s intended use. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-platelet count) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint has not been confirmed for the indicated failure modes: erroneous results (platelet count) and foreign matter-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e 5.4mg plus blood collection tubes foreign matter was found inside of a tube when testing showed a significantly low number of platelets. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2e 5.4mg plus blood collection tubes foreign matter was found inside of a tube when testing showed a significantly low number of platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.